Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14206 - device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 7 infusions sets fell off events on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.